Event description:
It was reported that an insulin occlusion alarm occurred while using the ilet, initially attributed to bent tubing and later associated with a kinked cannula that required an infusion set change; the pump resumed delivery after fill-tubing verification and the patient subsequently replaced the infusion set with lot 5370911. Symptoms included elevated blood glucose values in the 160¿180 mg/dl range without hypoglycemia, loss of consciousness, or other acute complications. Outcomes included continued system use with infusion set replacement and no hospitalization. Investigation included customer service troubleshooting, user education on device operation and algorithm behavior, and follow-up to verify insulin flow and collect lot information. Investigation of this case revealed that the occlusion resolved after supply change and that insulin delivery was functioning following reconnection and set replacement. It was concluded that an infusion set cannula kink and tubing bend were consistent with an occlusion that was addressed through standard troubleshooting and infusion set replacement, with blood glucose remaining stable afterward.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.